Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored and the clips did not load properly. The hospital has reported no pt injury occurred.